Event description:
Pt had a catheter type device in place for chemotherapy placed at another facility. When chemotherapeutic regime was completed surgeon attempted removal of catheter. Upon removal, surgeon noted catheter was short. Retrieval attempted of retained fragment but was unsuccessful. Pt was transferred and fragment was successfully retrieved by special procedures dept.